Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a tube underfilled. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, a tube underfilled. There was no report of patient impact.